Event description:
Two balloons ruptured at approx 10 atmospheres on the second inflation during a superficial femoral angioplasty of a calcified lesion via an ipsilateral approach. Another balloon catheter was used to successfully complete the procedure without pt complications. The devices were received, evaluated and retained by this MFR. Microscopic exam revealed pin-hole leaks on both balloons. Scratches were noted on the balloon surfaces. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. These devices displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surfaces, co's follow up also indicated these devices were used in a calcified lesion. Co believes the above factors contributed to this event and does not attribute it to the devices. Co's directions for use state: "due to the extremely thin wall thickness of the balloon, these balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.